Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -18.0/2.0/110 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively removed due to excessive vault and significant reduction of irido-corneal angles. The problem was resolved. Cause is reported as unknown. Reportedly, "maintain preoperative state."

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).